Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified that the implant threads are worn from use, and the mount screw hex is rounded out. Functional testing confirmed that the mount screw will no longer engage with a mating driver, thus preventing the mount from being removed. Review of appropriate documentation: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol; page 64 DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the mmc03 dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the reported device. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(stuck mount) or device(s) (mmc03). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. The products were returned with evidence of malfunction that correlates with the complaint description. No immediate action is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Device lot number unknown. Reporter's email not provided.

Event description:
It was reported that the mount (mmc03) got stuck in the implant. It was also reported that they were able to completed the procedure.